Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to poor management of blood glucose (bg) levels, the customer's bg was high. The customer ran out of cartridges and did not know how to use the infusion sets as the customer usually used another type. The customer reverted to using insulin injections for insulin therapy. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with intravenous insulin/therapy. The customer was discharged the next day with the high bg and dka resolved. The contact ordered additional pump supplies.